Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image with 180 series scope¿ was confirmed. It was determined that the phenomenon occurred due to faulty patient board set. As to the cause of the defect, the device might have been affected because it was manufactured before the circuit design of the operational amplifier of dr board was changed. It was also possible that an image was not displayed because connection with the video connector failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a worn out video connector latch caused poor connection with the pigtails. Also, evaluation found there was no image with 180 series scopes due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii video system center camera inlet was damaged. There were no reports harm associated with the event.